Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed : recharge antenna failure. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by patient regarding an external device. The reason for call was patient reported they kept getting 'call customer service rm03' when trying to charge their implanted neurostimulator since early august. Patient said the message came up last night, so they reset the controller, but that didn't resolve the issue. Patient inspected controller port, battery compartment, and recharger cord/plug, but did not see any damage. Patient said the cord would get warm while charging, but had not notices any parts getting abnormally hot to the touch. Agent had patient remove the battery pack from the controller and plug the controller into the ac power supply, patient confirmed the controller powered on. Patient reinserted the battery and confirmed the green light on the controller was flashing; ins was at 100% and controller was 90%. The troubleshooting steps that were taken on the call resolved the issue, but agent advised patient monitor the issue and call back if it persists.pt called back and clarified that the rtm is what is hot to the touch, and that the issue is persisting. A replacement rtm was sent out. .